Event description:
It was reported that during implant attempt, the helix would not extend and retract well, and there was possibly some tissue stuck in the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.